Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was found to have the grip pulley dislodged from dowel pin at the back end. The pulley was rattling inside the housing. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The grips did not open and close. The complaint was confirmed by failure analysis. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to a component susceptibility to damage, specifically the dislodged instrument back end pulley.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was behaving strange when first plugged in. The vse instrument was a little difficult to open the jaws; but once opened a few times, it loosened up. The customer used the vse instrument a few times and then the jaws stopped opening during the case. The customer unplugged it and plugged it back in and the jaws still would not open. The customer repositioned the drape on the robot arm believing it was not getting a proper connection, but it still would not open. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a robotic sleeve gastrectomy was being performed when the issue occurred. The issue with the instrument did not occur after a system fault. The jaws of the instrument were clamped closed after they had been working and could not be opened when commanded by the user. The jaws were not stuck on tissue when the issue occurred. The release key/mechanism (e.g., irk, srk, mrk, grip release slider) was not used because the jaws were not stuck closed on tissue. Another instrument to pry open jaws was not used because the jaws were not stuck closed on tissue. There was no bleeding.